Event description:
A malfunction alarm, identified by the code "malf 0," was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer understood the instructions to continue using the pump and to call back if the issue reappears.